Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system upgrade procedure, the right ventricular lead could not be removed from the header port of the pulse generator. Additional force was applied and the lead was successfully removed. The lead was capped and replaced as planned.